Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced critical pump error, audio beep anomaly, and button error. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed and there is a red x on display and an arrow pointing to a picture of a book. The customer mentioned that the buttons are not responding. The insulin pump was returned for analysis.